Manufacturer narrative:
Additional information was received and h6 codes updated.

Event description:
Additional information was received. The nurse reported a sudden ¿placement signal low¿ alarm of unclear origin, accompanied by decreasing blood pressure and cardiopulmonary resuscitation with return of spontaneous circulation after 10 minutes. Transesophageal echocardiography confirmed correct pump position. The patient is currently stable, and the pump is running without alarms.

Event description:
An impella cp was initially inserted in a 55-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. After 7 days of support, the patient was bridged to an impella 5.5, inserted via right axillary/subclavian artery. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions stage d. On day 16 of support, the purge pressure was over 1100 mmhg. Best practices were discussed and the thrombolysis protocol was provided. The next day purge flow was 1.9 ml/h with the device running at p3, and lysis continued. On day 23 of support, the patient experienced decreasing blood pressure and required cardiopulmonary resuscitation, which successfully achieved return of spontaneous circulation after 10 minutes. A false alarm had indicated a positioning problem but was actually a volume problem. The patient had a negative balance of 1.5 liters during the day and trans-esophageal echocardiogram confirmed correct position. There continued to be a discrepancy between ao, ps (42/31) and the patient's actual blood pressure (80/61 (63) mmhg). The patient was then stabilized with the device at p-8 with a 5-liter flow, and no additional alarms. On day 24 of support, dialysis was started for renal failure. On day 32 of support, care was withdrawn and the patient expired. The sensing issue and purge system issue will be conservatively reported as it led to intervention, however there was no reported consequence to the patient. The reported hypotension and renal failure is consistent with the severity of the underlying acute myocardial infarction and cardiogenic shock and reflects the patient¿s critical clinical condition. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with society for cardiovascular angiography and interventions shock stage d and the decision was made to withdraw care.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in h1 (type of reportable event). Upon review, it was identified that the reportability status had changed. Additional information was provided in b1 (is adverse event). Upon review, it was identified that it was inadvertently omitted from the follow up report. Additional information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the follow up report. Additional information was provided in b2 (is death). Upon review, it was identified that the reportability status had changed. Additional information was provided in b2 (date of death). Additional information was provided in d6b. Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in (medical device problem code). Upon review, it was identified that the code has been added to this report. Additional information was provided in (health effect - impact code). Upon review, it was identified that the codes had been added to this report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge pressure high cannot be established. The cause of the placement signal and false alarm issue cannot be established. The cause of the renal failure and hypotension cannot be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received and h6 codes updated/corrected.

Event description:
Additional information was received indicating that the patient experienced renal failure and required an additional device.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure. Thrombolysis protocol was performed. Additionally, a false positioning alarm occurred and there was a discrepancy between the ao and blood pressure reading. The patient is in stable condition.